Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported an asymptomatic patient presented in clinic. The patient's implantable cardioverter defibrillator would not trigger the vibratory patient notifier when tested in clinic. The vibratory patient notifier timing parameters were reprogrammed, and the notifier triggered normally. The patient would continue to be monitored.